Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported intermittent response to button push. The customer was advised to reset the insulin pump for 8 hours and insert a new battery. No additional information provided.